Event description:
It was reported that during a lasing procedure, the doctor lost sight of the fiber tip as it had dbecome embedded in the prostate during the first 60 second lase. After the second 60 lase, the fiber was removed and the tip portion was missing. Forceps were inserted through the previously placed scope and two portions of the fiber tip was retreived as described in the product labeling. No patient injury or further complications were reportedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.